Event description:
Ref MDR #2518433-2010-00005 for the first event involving the same pt. It was reported that on (B) (6) 2010, this event occurred a second time. Our sales rep was informed that one of the physicians at this facility is investigating another potential chlorhexidine sensitivity case. The customer reports the pt was supposed to have a whipple's procedure. They anaesthetized the pt, inserted the central venous catheter (cvc) & the pt suffered a cardiovascular collapse, with desaturation. They presumed the line had gone into the lung so they inserted a chest drain. The pt was transferred to itu. Pt went back to theatre one week later for their operation & the same thing happened again. They assumed it was the anaesthetic drugs. After 45 minutes to 1 hr, the pt was stable enough for their operation. Blood was taken for trytase & chlorhexidine allergy e & this came back positive. The physician was not present for either event & the cvc was not kept. The pt was discharged & well. They will be seen through outpatient services & will be back for skin testing. Note: whipple procedure, or kausch-whipple procedure, is a major surgical operation involving the pancreas, duodenum, and other organs. This operation is performed to treat cancerous tumors on the head of the pancreas, malignant tumors involving common bile duct or duodenum near the pancreas. Tryptase is the most abundant secretory granule-derived serine proteinase contained in mast cells that has recently been used as a marker for mast cell. On (B) (6) 2010, our regulatory dept received an e-mail from the medicines and health care products regulatory agency ((B) (4)) which informed us of a report concerning a reaction to chlorhexidine. It is reported an antimicrobial catheter was placed and the pt exhibited classic symptoms of having a pneumothorax therefore, a chest drain was inserted. It later transpired that the pt did not have a pneumothorax and thus didn't require a chest drain. In fact, the pt had a severe allergic reaction to the chlorhexidine coated catheter that had been inserted prior to surgery. The pt did not have a history of chlorhexidine sensitivity.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.